Event description:
This is filed to report the gripper actuation issue. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. During gripper orientation, one of the gripper arms was not lowering. Troubleshooting was performed by increasing the flush, locking the clip and retracting the lock line further. After troubleshooting, both gripper arms lowered, simultaneously and with controlled gripper actuation. The clip was implanted, and mr was reduced to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported gripper actuation issue. There is no indication of a product issue with respect to manufacture, design, or labeling.